Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard drive was reimaged and software was reloaded. Also, the floppy drive was replaced as a preventive measure. (B)(4).

Event description:
It was reported the programmer stalled, was slow/failed to boot up, and the floppy disk intermittently did not work. The programmer was returned for repair. No patient complications have been reported as a result of this event.